Event description:
Pt was undergoing angioplasty procedure in the right coronary artery. The angioplasty wire fractured and a fragment was left in the coronary vessel. It could not be retrieved. This is the 2nd such problem with this same wire. Co notified.